Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tip- up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint and found the primary failure of frayed grip cable to be related to the customer reported complaint. The tip- up fenestrated grasper instrument was found to have a frayed grip cable at the distal end. The frayed cable strand stuck out at the wrist and no missing material was observed. The root cause of frayed - distal instrument grip cables is attributed to a component failure. No other instruments or accessories used during the procedure have been returned for analysis. No material was noted to be missing from the 8mm tip- up fenestrated grasper instrument. Therefore, the source of the fragments identified by the customer is unknown. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no complaints for any other events related to this roduct. No image or procedure video was provided for review. A review of the log for this event has been performed. Per logs, the alleged issue occurred on 30-june-2021 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the fragment, which was alleged to have come from an isi instrument, had fallen into the patient. The fragment was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. Only the tip- up fenestrated grasper instrument that was used during the procedure has been returned, and there were no missing material found from this instrument based on failure analysis. The source of the fragment remains unknown.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the 8mm tip- up fenestrated grasper instrument suddenly stopped working and the customer identified a loose cable. Fragments fell into the patient and were retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.